Manufacturer narrative:
(B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatch to evaluate the iabp. The stm replaced the crm assembly (0997-00-0986-01), safety disk (0997-00-0985-01) and blood back tubing (0008-00-0312) due to the blood back incident. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on patient a blood back occurred on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.